Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorta-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of this event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifsciences affiliate in israel, regarding an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. After the procedure, the patient presented hypotension. It was observed an annular rupture that was treated with a pericardiocentesis with good patient outcome. Three days post-procedure, CT and echo showed a pseudoaneurysm from the ventricular side that was also managed with pericardiocentesis. The patient presented also a small shunt from the lvot to the rv. Surgery is not an option due to patient conditions.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13124.